Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 5mm proximally from the distal pierce hole. This tear allowed the cutting wire with the attached anchor to separate from the distal pierce hole. Though, the cut wire with attached anchor separated from the distal pierce hole, it remained attached at the proximal pierce hole. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow, however, this was attributed to melted/split extrusion and dislodged cut wire. The most probable root cause is likely due to the procedural factors; therefore is operational context a search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-02536 and MFR. Report # 3005099803-2011-02476). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the autotome device was unable to bow. A second autotome device was obtained and the device was also unable to bow. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; melted extrusion and cut wire dislodged from the catheter.